Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
In this case, a speaker malfunction was reported. There was no report of an adverse event. At the time the reporting was due, the information if the device was in clinical use was requested.